Manufacturer narrative:
(B)(4). This report of a use error - reuse of single use supplies was confirmed; however a cause as to why the patient didn't follow proper steps could not be determined. The patient stated they had attempted to switch out the heater bag. Patients are instructed not to reconnect or reuse solution bags. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During troubleshooting of a check heater line alarm (chl) on a homechoice (hc), while the home patient (hp) was connected during fill one. The hp stated they tried switching out the heater bag only and the hc re-alarmed. The technical service representative (tsr) explained the sterile procedure and the hp would start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.